Event description:
It was reported that during a procedure, the physician found the aiming beam of fiber tip was not displayed on the front, but displayed on the middle, so the fiber cannot be used. The procedure was completed with another of same device. Patient was stable, there was no patient complication.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned fiber confirmed a fiber body break. Therefore, the reported event is confirmed. It is likely that excessive force and/or manipulation during the procedure, or during introduction of the fiber into the patient, contributed to the fiber body break. Based on analysis and the information available, the interaction between the user and device, may have caused or contributed to the observed fiber body break and reported event.

Event description:
It was reported that during a procedure, the physician found the aiming beam of fiber tip was not displayed on the front, but displayed on the middle at, so the fiber cannot be used. The procedure was completed with another of same device. Patient was stable, there was no patient complication.